Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: comp-2024- 02326.

Event description:
A healthcare professional reported a broken silent nite sleep device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued the use of the device and no medical and or surgical procedures were required.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description per the reported information, it was reported that the device broke, but additional information was not provided on what part of the device broke. However, a potential root cause for this failure may be due to the patient's medical history. Per the reported information, the patient has a history of bruxism and temporomandibular joint disorders. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the contraindications section: "· patients who have central sleep apnea · patients who have severe respiratory disorders · patients who have loose teeth or advanced periodontal disease · patients who are under 18 years of age · patients who have temporomandibular joint (tmj) dysfunction" IFU-7322 rev 7 (silent nite (english)) contains the following statement in the warning section: "a qualified dentist should consider patient medical history, including history of asthma, breathing or respiratory disorders, or other relevant health problems before prescribing the device" manufacturer reference: (B)(4).